Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no act button response due to corroded keypad trace. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer's father reported receiving a button error alarm on the insulin pump. Customer's father stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 164 mg/dl at the time of the call. No further information was provided.